Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system (straight luer with bd q-syte¿ luer access split septum) 24ga x 0.75in 0.7mm x 19mm had leakage at the septum. No serious injury, medical intervention or blood exposure to mucose membrane was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7054453. Our records show the reported lot was manufactured from 11/02/2017-11/07/2017, and it was determined that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, the visual evaluation of the returned device was unable to locate any abnormalities. Similarly, the results obtained from leakage testing were unable to identify any breaches in the device that would have resulted in leakage from the device. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system (straight luer with bd q-syte¿ luer access split septum) 24ga x 0.75in 0.7mm x 19mm had leakage at the septum. No serious injury, medical intervention or blood exposure to mucose membrane was reported.